Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that battery compartment was changing colors. Customer's blood glucose was 500 mg/dl. Caller reported of being advised of the new insulin pump incentive program. Caller was advised to call back when customer was available.